Event description:
In 2004, the patient reportedly had no sound percept. The patient was seen for evaluation (date not given). External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the patient's c1 device was no longer functioning.